Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the 0-degree endoscope plus instrument had a blurry image. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have failed the focus test due to poor focus at all distances in one of the eyes. Additionally, the endoscope was visually inspected and found to have a detached fragment; the endoscope had a minor cut to the cable insulation at zone c near the endoscope's housing; the endoscope had the button pack assembly damaged, as visual inspection confirmed a hairline crack on the light button; the endoscope was placed through a test using a screening aide to manually rotate the adapter to detect friction and the camera instrument adapter (ciad) did not rotate properly and/or noises were heard which confirmed binding gears; the ciad was removed from the endoscope housing, it was analyzed and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope failed cable testing due to a defect. The probable root cause is attributed to damage during use or improper handling. Damage can result from mechanical impact, such as accidental drops of the endoscope or inadvertent collisions with hard surfaces. This issue can be resolved by using an alternate endoscope to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.